Event description:
Removal surgery due to local toe swelling and misalignment in the pip joint 10 weeks following a pip and dip fusion with one ossiofiber trimmable fixation nail 2.4x30 mm. Toe was subsequently successfully aligned and fixated.

Manufacturer narrative:
Surgeon reported an implant removal surgery was performed due to misalignment in the pip joint and local swelling. The bone misalignment and instability was observed on images taken 10-weeks post-op. No immediate post-op imaging was performed. Swelling was attributed to the instability of the surgical site. The actual device could not be examined as it was not provided to the company. A product investigation was performed for this device. Based on internal analysis of records and procedures, there is no indication of a design, manufacturing or process issue affecting implant safety or effectiveness. The investigation, including the surgeon's feedback and detailed review of the procedure steps, concluded that this event was the outcome of an inappropriate choice of surgical technique which resulted in an unstable implantation site. The instructions for use include precautions and recommendations for the selection of appropriate surgical technique, implant size, configuration, and surgical site preparation. Although the company does not believe that the device caused or contributed to the injury, as an implant removal surgery was performed, this event is being reported out of an abundance of caution. Company continues to monitor these events as part of post market activities. Additional report from the initial importer relating to this event is: #3014323288-2021-00003.